Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, causing the pulse wire heat shrink to separate in the distribution node, causing the pulse wires to short together. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned an electrode belt and reported that the therapy electrodes were non-functional.